Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act and up buttons on the insulin pump were not responding. Blood glucose value was 154 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked j2 connector at lcd board. No cosmetic damage noted.